Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer3610 showed one other similar product complaint(s) from this lot number. The complaint(s) for this lot number (reer3610) have been reported from the same facility in (B)(6).

Event description:
It was reported that when introducing the dilator into the patient's skin, the outer gray part of the dilator wrinkled.